Manufacturer narrative:
(B)(4). No complaint received with return of device. Ppfinal analysis found an insulation abrasion exposing the re conductor cable at 80.2 cm to 81.2 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.